Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump tubing had a tear/leak. The pump was replaced.

Event description:
This follow-up MDR is created to document the additional event information received for record #624500. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2016, and revised on (B)(6) 2020 due to a pump tubing tear/leak. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the shorter pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic examination revealed surface abrasion on the pump inlet tubing and the shorter pump exhaust tubing, indicating repetitive contact between surfaces. No abnormalities were noted with cylinder 1, cylinder 2, or the detached inlet tubing segment. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter pump exhaust tubing and pump inlet tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation of the shorter pump exhaust cylinder. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.